Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture and impedance values which rose to high levels. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.